Event description:
It was reported that the 3rd lumen injection port breaking when the dressing was removed. Customer suspects the line may have been cut by the nursing staff , but they have denied this.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. Visual examination of the photo could not conclude results as the photo was not focused. Full visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit cautions the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 3rd lumen injection port breaking when the dressing was removed. Customer suspects the line may have been cut by the nursing staff , but they have denied this.